Event description:
Pt reported the vibra alert and display light on the infusion device doesn't work. Pt stated there were no health problems. No further information is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The product was received for evaluation on (B)(4) 2012. The complaint can be verified. The back-light of the display doesn't work. The inductor of the backlight is broken and the coil is loosened. The windings of the back-light inductor are wrapped around the vibra. Therefore, the vibra blocked and the insulin pump correctly triggered the error e7. The insulin delivery accuracy was not affected by this defect. The risk associated with this failure has been assessed applying various criteria like fmea, trending or medical hazards and found to be acceptable. Consequently no CAPA has been initiated, but the failure will be carefully monitored.